Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. However, unit received with missing segment/partial display due to cracked and bleeding lcd glass. Unable to perform operating current and functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to missing segment. Also, unit had severely scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.